Event description:
The customer reports the device is spontaneously going into AED mode on its own and also reported the device needs calibration. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reports the device is spontaneously going into AED mode on its own and also reported the device needs calibration. There was no reported pt involvement. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete